Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event updated to: "the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+2.5/050 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The surgeon reported low vault and refractive surprise. The lens was exchanged on (B)(6) 2019for a longer length lens, vticm5 13.2mm -13.0/2.5/043 (sphere/cylinder/axis), and the problem was resolved. The patient is reported to be "happy"." (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+2.5/050 (sphere/cylinder/axis) into the patient's right eye (od) on an unknown date. The surgeon reports low vault and refractive surprise. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.